Manufacturer narrative:
(B)(4) laboratories distributes the four plate system in the united states under the evolis tradename.

Event description:
On (B)(6) 2010 a customer contacted (B)(4) laboratories technical support department to report a plate transport error on the evolis microplate processor that led to an injury. The evolis is a 4-plate self-contained microplate processor system designed for use with multiple eia assays. The customer stated that the plate transport module was jammed inside the evolis wash manifold and while attempting to fix the problem the customer received a cut on the back of the hand from the aspirate needles on the wash manifold. At the time of the incident the operators were wearing gloves. The evolis was used the day before the incident to run the gs (B)(4) plus o eia assay, and there were no (B)(4) reactive patient samples on that run. The customer stated that the evolis was not disinfected after the run. The incident was reported to the operator's supervisor and occupational health. The customer was counseled and tested for (B)(4) at that time, and further testing will be performed at 6 weeks, 3 months and 6 months. The customer is not on any prophylactic treatment.